Manufacturer narrative:
H2) device evaluation: h3, h6 = the gantry motion control amc was returned to the manufacturer for analysis. The gantry motion control amc was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. B01, c19, d14 are applicable. H3, h6 = the tractor drive assembly was returned to the manufacturer for analysis. The tractor drive assembly was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. B01, c19, d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3. The system was serviced in the field, and it was discovered through troubleshooting that the rotor would momentarily lose power due to a position error when traveling from 0 degrees towards 360 degrees in fast motion. The issue would occur variably around the 180 degree position. This was seen clinically when rotor would attempt to position itself for a l lateral 2dlf scan after successful ap 2dlf scan was acquired. Issue was resolved with replacement of rotor tractor drive assembly performed in accordance with instruction in o2 asm. System checked out to satisfaction after repair. Section d information references the main component of the system and other applicable components are: kit svc o2 bi71000442 gantry mtr ctrl na kit svc bi71000192 drive rotor tractor medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that a 2d longfilm (2dlf) setup was complete, and then the site took the ap 2dlf image. The site switched to lateral, and the detector rotated and then shut off and gave a frame rate error message, "image frame rates are below recommended level". The site rebooted the mvs and reseated the cable. Setup to 2dlf again, and the same error occurred. They rebooted both mvs and ias, repeated setup procedure and tried the right lateral, and were able to take the scan and continue. After the case, the clinical consultant (cc) took the system into the hall and retested the 2dlf functionality, and the error did not occur again. Cc did notice that when moving the gantry from ap to left lateral the gantry stopped suddenly, and caused the system to shake and the acquisition process to stop. It then required a re-press of the scan switch to start the scan again. The issue did not occur from right to left lateral but repeatedly occurs from ap to left lateral. This occurred intraoperatively, and there was a surgical delay of less than one hour. There was no impact to patient outcome.

Manufacturer narrative:
No patient information provided at the time of this report. No parts have been returned to medtronic for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.